Event description:
A healthcare provider (hcp) via the manufacturer representative (rep) reported that there was premature battery depletion/ the implantable pulse generator (ipg) lasted less than the expected time. A battery replacement was performed on (B)(6) 2016 and the issue was resolved at the time of the report. The initial ipg was implanted on (B)(6) 2015. Additional information received from the rep on (B)(6) reported that the patient was receiving effective therapy while the ipg was implanted, and that there were no falls or trauma related to the issue. Impedances were normal with the left ipg set to 4.5v ad right ipg set to 3v with the ipg at end of service (eos). On (B)(6), the patient went to the ER because of an increase of uncontrollable rest tremor predominant in "mid" for about 24 hours with no changes in medication. It was stated that "in the exploration on (B)(6) in the consultation [they presented], an intense resting tremor in msd 4/4, mid 3/4, msi 2/4." The rest seems to be the patient's usual situation in which global akinesia is striking and there is an alteration of the "serious habal se," with the ipg exhausted. The patient's indication for implant is unknown.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. The ins battery was at normal end of life and telemetry and output were okay. The ins was in an end of service (eos) condition when received for analysis. The eos bit was reset in order to test the output. There was good telemetry and output. A longevity estimate was done based on the parameters shown on the initial review of the ins. The estimate indicated an expected life of 16.91 months to elective replacement indicator (eri) and 19.91 months to eos. According to the trace report taken from the ins, the battery depleted to eri in 16.03 months and to eos in 19.73 months. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.